Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the lever and foot in the deployed position, consistent with post-procedure manipulation. Inspection of the returned device indicated that a posterior cuff miss occurred as evidenced by the untouched posterior cuff tabs and undisturbed posterior needle, indicating no engagement between these 2 components during needle deployment. There were no striking marks observed at the posterior foot, suggesting the posterior needle was deflected away from posterior foot pocket. The posterior cuff miss directly resulted in a failure to retrieve the suture during the needle plunger retraction and this could appear very similar to the reported suture break. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The needle trajectory of every device is checked twice during manufacturing. Based on the successful test of the device, the probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A query of the complaint database for this lot revealed no similar incidents with reported suture break occurred during the needle plunger retraction. Also, there were no similar incidents that exhibited the posterior cuff miss as this incident. A review of the product lot history record (lhr) did not reveal any nonconforming material records (ncmrs) associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional, relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, during suture retrieval, the sutures broke. Manual compression and a second proglide device were used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.